Event description:
It was reported: "the tibial jig was being positioned, on the tibial plateau, in readiness for use. As the pins were being hammered into the tibial plateau, the head of the pin that was not being impacted came off."

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report.